Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced and deployed on a2/p2. A few minutes later, it was noted on echo that the clip detached from the posterior mitral leaflet (single leaflet device attachment (slda)). A second cds was advanced in the patient to address the residual jet and subsequently to stabilize the slda clip. The clip was implanted, reducing the final mr to a grade of 2+. The physician believes the slda was due to patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the difficulty imaging and single leaflet device attachment (slda) appear to be related to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
N/a.